Event description:
A cartridge alarm occurred during the pumping process, which resulted in the customer's blood glucose level displaying as "high." The customer administered a correction injection using multiple daily injections (mdi). Technical support arranged for a replacement pump with updated software to be sent, and provided training resources to the customer via their tandem source account. The customer acknowledged the instructions and agreed to return the problematic pump using the provided return box and pre-paid label.